Manufacturer narrative:
It was reported a patient underwent an atrioventricular nodal reentry tachycardia ablation procedure with a carto 3 system and a map shift occurred without error messages. On 3/26/2016 additional information was provided indicating the issue occurred during the mapping phase wherein a 2cm map shift was discovered on the carto 3 system. No error messages were provided by the carto 3 system. The map shift was evident by the offset of the his location. No cardioversion nor patient movement was noticed prior to the map shift. The procedure was completed even with the issue. Device investigation details: the device investigation has been completed. A biosense webster inc. (Bwi) field service engineer (fse) followed up on the reported map shift issue. The bwi representative reported on phone that the map shift error did not appear again. System is ready for clinical use. A device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Additionally, the manufactured date was received as 10/05/2019. Device manufacture date has been populated. Correction: "adverse event or product problem is product problem" was inadvertently omitted on the 3500a initial MDR. The field has now been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , it was noticed that an incorrect date was reported in section b5. Of initial 3500a and also in section h10 of supplemental 3500a, follow-up # 1. The correct date is 3/26/2019 not 3/26/2016. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrioventricular nodal reentry tachycardia ablation procedure with a carto 3 system and a map shift occurred without error messages. On 3/26/2016 additional information was provided indicating the issue occurred during the mapping phase wherein a 2cm map shift was discovered on the carto 3 system. No error messages were provided by the carto 3 system. The map shift was evident by the offset of the his location. No cardioversion nor patient movement was noticed prior to the map shift. The procedure was completed even with the issue. No procedure delay and no patient consequence was reported. This event was originally considered non-reportable, however, biosense webster inc. (Bwi) received additional information on 3/26/2019 confirming no cardioversion was performed and no patient movement was noticed. Based on this information the complaint was reassessed and determined to be MDR reportable.